Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they experienced shocking while talking on the phone and using earbuds. The patient reported that the shocking was in their mid-back, near the leads, and their left arm. This was considered a sudden change in therapy/symptoms. When stimulation was off, the shocking stopped. It was noted that the issue occurred on the date of this report. No falls or traumas were reported that could be related to this issue. Although, the patient mentioned that they were cleaning about a week ago when they bent over and ¿felt something pop.¿ troubleshooting steps were performed. The patient had the ability to change stimulation and after increasing/decreasing, the issue was resolved. During the call, the patient switched to group b from group a and turned stimulation up to coverage. There was no shocking while the patient was on the phone. The patient was to follow up with their healthcare provider (hcp) to get their device interrogated as they were scared to use it confidently. Indications for use are spinal pain and failed back surgery syndrome.